Event description:
It was reported that the left ventricular (lv) lead triggered an alert for out of range high impedance. It was noted that there were rises in impedance across all the pacing leads. Also, electrogram of the right atrial (ra) lead showed evidence of undersensing. The lv, rv, and ra leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pace impedance steady at~500 ohms through (B)(4) 2014, steadily rises to 6000 ohms between (B)(4). Concomitant medical products: 419378 lead; 5076-45 lead, implanted (B)(6) 2004. (B)(4).